Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powered on excessively every day (over 500 times) to perform manual battery tests. Performing a manual battery test will perform a 200 joule discharge each time and will cause the batteries to deplete. The AED operator's guide instructs to : "check AED plus unit periodically to ensure that the green check symbol appears in the status indicator window". By performing over 500 manual battery test instead of periodically checking for the green check symbol, the user depleted the batteries causing the device to power off. This investigation concluded that the device was not being used in accordance with zoll recommendations to ensure the device is clinically ready. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the shut down after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.